Event description:
Caller reported that the pump had become hot to the touch while it was charging. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the current pump.